Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device experienced a false downstream occlusion alarm at the start of the downstream occlusion test. The device was determined to not meet all product specifications related to the reported event. The low psi, 7 was verified. The cause was determined to be the force sensor was found above specification and required calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced low psi 7 (low psi during testing/ constant downstream occlusion). There was no patient involvement associated with this event. No additional information is available.